Event description:
Revision surgery- the pt fell. As a result, the rotator cuff was loosened and the shoulder dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.8 yrs of pt use. There was no delay in surgery and another suitable device available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no no-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number (B)(4). The root cause was most likely due to pt falling, as reported. There is no info reported that showed a material, design, or mfg problem with the product.